Event description:
It was reported that the ventricular lead had increasing thresholds and impedance. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: leh241697v no anomalies found; full lead was returned for analysis.